Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the patient was out shopping and the unit shut down and therefore the patient had to go to the emergency room to get oxygen until the dealer to get to her with a portable tank. Update from (B)(6) on (B)(6) 2016: end user alleges that the unit started alarming and she couldn't get oxygen from it so she had to go to the ER. She was given oxygen in the ER to bring her level back up and the dealer got her a tank to use and picked up the portable unit for repair. No further information provided at this time.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Sieve bed saturated. Complaint was confirmed. The underlying cause is sieve bed saturated. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that the patient was out shopping and the unit shut down and therefore the patient had to go to the emergency room to get oxygen until the dealer to get to her with a portable tank. Update from consumer affairs on 04/18/2016: end user alleges that the unit started alarming and she couldn't get oxygen from it so she had to go to the ER. She was given oxygen in the ER to bring her level back up and the dealer got her a tank to use and picked up the portable unit for repair. No further information provided at this time.